Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be determined. The submitted system controller log file appeared to show the system functioning as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in clinic with acute blood loss anemia. The patient was admitted for dark stools and low hemoglobin. The decrease was acute from a hemoglobin (hgb) obtained during a prior clinic visit. An esophagogastroduodenoscopy (egd) and colonoscopy were negative, but it was most likely gastrointestinal (gi). A video capsule study to look at small intestine was performed and no fresh or old blood was observed in the entire small bowel. No ulcers or arteriovenous malformation (avm)¿s observed in the entire small bowel. Anticoagulation was discontinued. The patient was transfused 2 units of packed red blood cells in total during hospital stay. The patient was stable and was discharged (B)(6) 2018 with a lower inr goal of 1.5-2.0 and aspirin discontinued. The patient was seen in clinic on (B)(6) 2018 and hgb was stable at 12.0 with no reports of melena. No additional information was provided.